Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction and stated the device does not make any sound. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The philips authorized repair facility were unable to replicate the reported problem. The reported problem was not confirmed. The speaker was confirmed to be functioning per specification. Per philips current process, the speaker has been replaced and was operational and returned to customer.